Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Review of photos of the delivery catheter system (dcs) indicate kinking and an accordioned capsule. Tortuous anatomy and calcification are most likely the causes of the damage to the capsule of this dcs. When the capsule has not been closed during dcs removal, the plunger tip is unsupported with the potential to snag. With the limited information provided we are unable to determine if the dcs caused the dissection, however, with the report of the patient¿s tortuous calcified anatomy paired with the fact that the user was unable to close the capsule it is possible that the dissection occurred with the introducer sheath in the tortuous anatomy. A conclusive cause is unable to be determined. Based on the photos provided there is no indication there was a dcs malfunction. The instructions for use (IFU) indicates that patients who have vascular conditions that make insertion and endovascular access impossible are contraindicated.

Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that directly following deployment of this transcatheter bioprosthetic valve via a subclavian artery conduit by removing part of the left clavicle, the capsule of the delivery catheter system (dcs) accordioned upon itself. It was reported that the proximal portion of the capsule folded upon itself during recapturing, inhibiting full closure over the nose cone. It was reported that calcification in the aorta contributed to the difficulty recapturing the nose cone. The patient had tortuous but adequately sized anatomy. Upon removal of the dcs and the 18 french cook sheath there was subclavian artery still attached to the conduit. Blood products were infused and surgical repair was performed of the artery. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.